Event description:
It was reported during a laparoscopic cholecystectomy, the surgeon went to fire applier and the clips would not form. Another er420 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6:the instrument was returned with the misaligned jaw tips. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how the damage occurred. Ligaclip endoscopic rotating multiple clip applier- based upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred.